Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed a sudden change in shock impedance. The high shock impedance trended greater than 200 ohms in the rv coil to ra coil shock configuration. Which resulted in loss of capture. The shock configuration was reprogrammed to rv coil to can and impedance measured at approximately 95 ohms. The physician sent the patient for a chest x-ray and no further information is known, at this time. No adverse patient effects were reported.